Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to third party service center and evaluated. Evaluation results found foam particles were visible. Additionally, the device has been scrapped.